Event description:
Per information provided: (B)(6) 2013 ¿ patient was diagnosed with direct right inguinal hernia thereby underwent open repair with the implant of perfix plugs (device 1, 2). Per op notes, ¿the inguinal floor appeared to be blown out and there was a large direct hernia sac. The defect was closed by placing two extra large perfix plugs (device 1, 2) in the preperitoneal space and sutured to the edges of the fascial defect. A marlex patch was then placed over the inguinal floor with a hole created for the cord contents and sutured. Nerves were resected.¿ (B)(6) 2018 ¿ patient had recurrent right inguinal hernia thereby underwent revision surgery. (Note: there is no op notes provided for this procedure in medical records) attorney alleges abscess, bowel obstruction, infection, pain and suffering.

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-apr-2012) is considered to be a best estimate. This emdr represents the bd perfix plug (device 2). An additional supplemental emdr was submitted to represent the bd perfix plug (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.